Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at third party service center, an error code was found in the ventilator's downloaded error log and failed a test step. The device's oxygen blending module board needs to be replaced to address the issue.